Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
It was reported the patient suffered a fall and afterwards experienced a change in her therapy. Surgical intervention was undertaken and during the procedure the physician indicated the lead originally located at l5 had migrated. The lead was explanted and a scs system implanted. Postoperatively, the patient is reportedly receiving effective therapy.